Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada functional testing determined the cutter failed the test cut due to an incomplete cut. The cutter will need replacement. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device was returned for preventative maintenance and later discovered to need a repair. There is no harm or delay reported. Due diligence is complete. Upon investigation, the cutter failed the cut test.